Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an epigastric incisional hernia. It was reported that after implant, the patient experienced recurrence and prior mesh was noted within the hernia sac itself. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and mesh removal.